Event description:
A barostim system was implanted on (B)(6) 2024. In april, the patient experienced an infection at the site of their ipg pocket. Oral antibiotics was prescribed which improved but did not resolve the infection. The patient was evaluated on (B)(6) 2024 and they were scheduled for a pocket revision. The patient began to experience dark discoloration around the pocket which was attributed to an infection. Per the opinion of the physician, the root cause of the infection was poor patient hygiene and wound care. On (B)(6) 2024 a pocket revision was done and the ipg was explanted. Oral antibiotics was prescribed, and the patient was discharged on the same day.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was was poor patient hygiene and wound care. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. In april, the patient experienced an infection at the site of their ipg pocket. Oral antibiotics was prescribed which improved but did not resolve the infection. The patient was evaluated on (B)(6) 2024 and they were scheduled for a pocket revision. The patient began to experience dark discoloration around the pocket which was attributed to an infection. Per the opinion of the physician, the root cause of the infection was poor patient hygiene and wound care. On (B)(6) 2024 a pocket revision was done and the ipg was explanted. Oral antibiotics was prescribed, and the patient was discharged on the same day. It was reported that the removal of the ipg and the antibiotics did not resolve the infection. There was a plan to explore removal of the remaining lead. As of (B)(6) 2024, the patient did not return, and it was assumed that the symptoms was improving and no additional intervention was planned.